Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018 a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 293 mg/dl with symptoms of blurred vision and headaches. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there were issues with the pump¿s basal history compared to the active basal program. There was no known reason for this variation. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump appeared to have some issues with the delivery history.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2018 with the following findings:.during investigation, the pump was returned with a stripped battery cap that was unable to secure and unable power on the pump. According to the pump black box and alarm history the basal tdd appear to be inaccurate due to the user not acknowledging auto off , empty cartridge , and battery alarms promptly. A test battery cap was able to fully secure and power on the pump , all investigation testing was conducted with test cap. Pump passed all required testing for delivery accuracy. No history setting or delivery defects were verified or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.